Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3813 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("device embedded") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, pelvic pain, excessive menstruation and hyperplasia in 2022. Previously administered products included: misoprostol. Concurrent conditions were listed as endometrial ablation and menorrhagia since 2022. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy. Diagnostic hysteroscopy, partial removal of essure). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Displacement of intrauterine contraceptive device, init date onset: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.311 kg/sqm. [Pathology test] on (B)(6) 2022: final diagnosis 1.endometrial curettings, endometrial curettage: -polypoid fragments of early secretory phase endometrium -no atypia identified; 2. Left fallopian tube, salpingectomy: benign fallopian tube with no pathologic abnormality; 3. Right fallopian tube, salpingectomy: benign fallopian tube with no pathologic abnormality microscopic description microscopic examination substantiates the above diagnosis. H&e-stained sections of the right fallopian tube demonstrate an adrenal rest. These may be seen not infrequently associated with fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: event medical device removal was updated to embeddded device device..reporter and patient information,medical history,lab data,indication,non drug treatment addded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("device embedded") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, pelvic pain, excessive menstruation and hyperplasia in 2022. Previously administered products included: misoprostol. Concurrent conditions were listed as endometrial ablation and menorrhagia since 2022. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy. Diagnostic hysteroscopy, partial removal of essure). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Displacement of intrauterine contraceptive device, init date onset: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.311 kg/sqm. [Pathology test] on (B)(6) 2022: final diagnosis. 1. Endometrial curettings, endometrial curettage: -polypoid fragments of early secretory phase. Endometrium -no atypia identified. 2. Left fallopian tube, salpingectomy: -benign fallopian tube with no pathologic abnormality 3. Right fallopian tube, salpingectomy: benign fallopian tube with no pathologic abnormality. Microscopic description. Microscopic examination substantiates the above diagnosis. H&e-stained sections of the right fallopian tube demonstrate an adrenal rest. These may be seen not infrequently associated with fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3813 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.